Event description:
Arjohuntleigh received a complaint where it was indicated that during moving the deceased patient from the bed to cart in the morgue (using the maxi slide) the deceased patient slid of slide in half. It was determined that the nurse participating in transfer the pt did not help much and the second caregiver as a consequence of the event had shoulder pain. Reference MFR #1000381138-2013-00007.